Manufacturer narrative:
Returned device was received in decent physical condition but the right plunger case was cracked. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be duplicated. The main board was replaced and that resolved the issue this fault was found to be due to normal wear as the board was 11 years old. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with an error. The motor was not running. The motor and coupler were replaced but this did not resolve the error. There were no reported adverse events.